Event description:
Additional information received indicated the oversensing that was previously reported was due to right ventricular lead noise.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The patient was in stable condition and will continue to be monitored.